Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned; it was discarded by the customer and therefore is unavailable for a physical evaluation. No lot number was supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. We cannot determine a root cause; although from past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. No further procedure information was provided to determine if the above reason contributed to this failure. No corrective action is required and no further action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes mitek has been informed that the lot number is not available. Discarded by customer.

Event description:
The expressew suture punch device misfired. The needle was changed and misfired a second time. The tip of the expressew needle broke off. Utilized a third expressew needle to pass the remaining sutures. The surgeon was unable to locate and remove. An x-ray verified that the tip of the expressew was lodged within the rotator cuff. What was the original intended procedure? Repair of right rotator cuff tear. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working). Additional follow-up complaint information was received from the customer via phone on 5-12-2016. The complaint device needle was discarded by the customer; however its broken tip remains in the patient. The lot number of the complaint device is unknown. No further complaint event information could be provided. This product complaint was received from the FDA by us mail on 5-10-2016, for (B)(4) filed by a customer.